Manufacturer narrative:
Event date is estimated. The event of ipg pocket revision due to pain at ipg site was reported to abbott. The ipg was implanted deeper. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was experiencing pain at the ipg site. Patient underwent surgical intervention on (B)(6) 2022 in which the ipg was placed deeper in the pocket site. Patient issue was resolved.